Manufacturer narrative:
Product was not returned to ldr medical. Visual and "functionnal" evaluation cannot be performed. It was scrapped. The review of the device history records and traceability is in progress to reveal if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. "Addional" information "were request". Investigation still in progress. Conclusion is not available yet.

Event description:
Mobi-c p&f us: disassembled during insertion. From "iformation" provided by the reporter oct. 12th 2018: device fell apart while trying to insert. No delay in surgery. The surgery was completed with an implant with the same size. Additional information received on october, 30th, 2018: the patient is healthy. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis. The prosthesis could not have been inserted with an angle. No rotational move was done while inserting prosthesis. Any difference in surgical steps between the first and the second implant "have noticed". No per-op images were available. The surgeon did not use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. All steps in surgical technique were followed precisely.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the mobi-c implant disassembled upon insertion. The surgery was completed with an implant of the same size. There was no reported patient harm or additional impact to surgery.